Event description:
The patient stated she had been experiencing elevated blood glucose of 400-500 mg/dl and she feels this is due to "clogged" infusion sets. Symptoms of elevated blood glucose are thirst and frequent urination. Her normal blood glucose range is 100-200 mg/dl. She stated that she consulted with her physician and she was advised to change her infusion set and to bolus to lower her blood glucose. She stated that this appears to lower her blood glucose. She stated that she feels the blockage is occurring in the infusion site. She stated that she has not received any error messages indicating a blockage on her infusion device (competitor device). She stated that she does have scar tissue. Replacement product was sent to the patient. The patient did not have the alleged product to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.